Manufacturer narrative:
The pt remains on lvad support with the device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During the implantation of a left ventricular assist device (lvad), it was reported by the vad coordinator that the stand alone inflow conduit which had been preclotted with tisseel, with no obvious issues in preclotting technique was observed to be leaking blood from the bottom of the silastic sleeve through the preclotting holes. In order to reduce the bleeding, the surgeon placed coseal over the inflow to prevent leaking. After weaning the pt off bypass and starting the pump, the surgeon noted a delay entrainment of air in the aortic root. The surgeon placed the pt back on bypass and repeated the weaning procedure and started the pump with no air noted. The inflow conduit remains implanted with no further issues noted.